Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the roller pump tubing guide fell off. There was no patient involvement as this occurred after the case. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The pump head was returned to sorin group (B)(4) for further investigation and repair. During the evaluation, it was found that the tubing roll was not properly glued, which lead to pump head damage. The complete pump head was replaced to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the roller pump tubing guide fell off. There was no patient involvement as this occured after the case.